Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Based on the information available, the root cause of the reported event cannot be determine. The decision to report was based on lack of information regarding the location of the stent. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye cataract procedure, the surgeon was unable to implant a trabecular micro bypass stent in the operative eye (od). The surgeon subsequently performed goniotomy and there was no patient injury. Per report, the location of the stent could not be confirmed (unknown) after unsuccessful implantation attempt. Additional information has been requested.